Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jaw with 2 ml of juvéderm® volux¿ xc. Three months later, the patient received microneedling. Nine days later, the patient reported the jawline filler was ¿swollen and tender/delayed inflammation¿ and was placed on doxycycline that day. Two weeks later, the patient reported that the ¿swelling¿ was gone. However, 3 months later, the patient reported that the filler ¿never settled¿ and they were ¿still sore¿ in some spots. Half a month later, the filler was ¿palpatible [sic]¿ and had not integrated into the tissue. Event was ongoing.